Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that after joining the anvil to the trocar the surgeon began to wind the anvil into the cartridge half. The anvil separated from the trocar. The surgeon was able to re-attach the anvil to the trocar without event. Procedure: open bowel anastomosis/high anterior resection.